Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on unknown date. Customer blood glucose was 66 mg/dl and 119 mg/dl. Customer stated that they treated with food and glucose tablets. It was unknown if the insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. The event date information included with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to hypoglycemia on (B)(6) 2020. Customer¿s blood glucose was 66 mg/dl. Customer stated they were treated with food and glucose tablets. It is unknown if the pump was worn at the time of the event, or if the sensor or auto mode were in use. Per the customer he was not following his health care provider¿s recommendations. The device will not be returned for analysis.